Event description:
The following was reported to us. Mobile table 720001b0 meera EU without auto drive (maquet) was used with mayfield ultra 360 head holder (owa tsusho), which was attached to head plate and supported on the floor. After the surgery base of the table was lifted and part of the table's weight rested on the attached accessory. Nurse tried to remove the accessory. As it turned out her foot was in the gap between floor and or table. Therefore, when the accessory was pulled out, the table came down on her foot, resulting in fractured bone. Ref # (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with 720001b0 meera EU without auto drive. It was stated that the operating table was used with mayfield ultra 360 head holder (manufactured by owa tsusho), which was attached to the head plate and supported on the floor. After the surgery base of the table was lifted and part of the table's weight rested on the attached accessory. The nurse tried to remove the accessory. As it turned out her foot was in the gap between the floor and or table. Therefore, when the accessory was pulled out, the table came down on her foot, resulting in a fractured bone. Based on information provided by the getinge technician, there was no malfunction with the mobile table itself, however the performed investigation revealed that the mayfield accessory was installed incorrectly. It was established that when the event occurred, the meera operating table did meet its specification and it was directly involved with the reported incident. The provided information indicates that upon the event occurrence, the device was being used for patient treatment. When the event occurred, 720001b0 meera EU without auto drive was directly involved with the reported incident. The reported issue was caused during the use of the meera operating table with the attached mayfield accessory, which is a single and isolated case per our complaint handling database. The ssu stated that the mayfield accessory was attached to the head plate of unknown origin. In the user manual for meera operating table (ifu720001xyen11_03-1_21q162_0119_f) the user is warned that when setting down the or table, there is a risk of crushing and shearing to the feet or objects and that accessories from other manufacturers may cause injuries. Before putting down the or table, the user needs to be sure there are no objects located under the or table base. When lowering the or table, the user needs to keep a sufficient distance to the or table base. There was no malfunction with the operating table found by getinge service technician. In this case, the user did not comply with the safety notes contained in the IFU. Due to the fact that the user disregarded the safety notes from the instruction for use, the root cause for this issue is user error. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time. The correction of b5 describe event or problem and d3 manufacturer fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: the following was reported to us. Mobile table 720001b0 meera EU without auto drive (maquet) was used with mayfield ultra 360 head holder (owa tsusho), which was attached to head plate and supported on the floor. After the surgery base of the table was lifted and part of the table's weight rested on the attached accessory. Nurse tried to remove the accessory. As it turned out her foot was in the gap between floor and or table. Therefore, when the accessory was pulled out, the table came down on her foot, resulting in fractured bone. Corrected b5 describe event or problem: on 11th may 2022 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 meera EU without auto drive. As it was stated, 720001b0 meera EU without auto drive (maquet) was used with mayfield ultra 360 head holder (manufactured by owa tsusho), which was attached to head plate and supported on the floor. After the surgery, base of the table was lifted and part of the table's weight rested on the attached accessory. Nurse tried to remove the accessory. As it turned out, her foot was in the gap between floor and or table. Therefore, when the accessory was pulled out, the table came down on her foot, resulting in fractured bone. We decided to report the issue due to serious injury of a user. H3 other text : device not returned to manufacterer.

Event description:
On 11th may 2022 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 meera EU without auto drive. As it was stated, 720001b0 meera EU without auto drive (maquet) was used with mayfield ultra 360 head holder (manufactured by owa tsusho), which was attached to head plate and supported on the floor. After the surgery, base of the table was lifted and part of the table's weight rested on the attached accessory. Nurse tried to remove the accessory. As it turned out, her foot was in the gap between floor and or table. Therefore, when the accessory was pulled out, the table came down on her foot, resulting in fractured bone. We decided to report the issue due to serious injury of a user.